Event description:
As per preliminary evaluation of returned device, the strain relief was torn 1cm in length at 3.5cm from hub, and after the engineering team removed the strain relief, a torn liner 2cm in length at 4cm from hub was found at the location of the strain relief.

Manufacturer narrative:
A supplemental MDR is being submitted due to the preliminary product evaluation findings. Updated b4, b5, g3, g6, h2, h6 device code, and h11. Investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The returned device was visually examined and several findings were noted. The liner was fully expanded, and the distal tip was open. A 1cm tear in the strain relief was observed approximately 3.5cm from the hub. After engineering removed the strain relief, a 2cm tear in the liner was identified 4cm from the hub, located in the the area where the strain relief had torn. In addition, the sheath shaft was found to be curved. Due to the nature of the complaint (sheath punctured), no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed that the esheath strain relief was torn. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for difficulty advancing through sheath was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (steep insertion angle) likely contributed to the event, as provided information indicated presence of tortuosity in the patient's access vessels and that the esheath was inserted at a steep angle (greater than or equal to 45 degrees from horizontal). Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In addition, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The complaint for sheath punctured was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (steep insertion angle, device manipulation) likely contributed to the event as provided information indicated presence of tortuosity in the patient's access vessels and that the esheath was inserted at a steep angle (greater than or equal to 45 degrees from horizontal). High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. This is report two of two being submitted for this case.

Event description:
Per report received from the united kingdom, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, the esheath+ was inserted into the rtf artery without issue. However, when the commander delivery system with the valve was inserted, a lot of resistance was felt, and the valve was stuck in the non-expandable portion of the esheath+. In addition, the esheath+ was also kinked. Then, the commander delivery system, valve and esheath+ were removed as a unit, and it was noticed that the patient had developed hematoma in the groin. The medical team thought that due to the patient's nature of skin tissue, the esheath+ was inserted at a more acute angle than usual with a deeper puncture. A new esheath+ was then inserted with no particular resistance, and when the new commander delivery system with new valve were inserted, the same resistance was felt as the first system. More push force was applied, and the valve eventually exited the tip of the esheath+ and was deployed with good result. At the withdrawal stage, no issues were found in removing the commander delivery system, but after removing the esheath+, a tear in the strain relief was observed. The vessel was then attempted to be sealed but was unsuccessful. There was also bleeding from the femoral artery due to a perforation of the vessel, at the height of the first esheath+ kink and the second esheath+ tear, was found. A vascular surgeon was called for vascular repair, and the sutures were found in the subcutaneous tissue. The patient was noted to be in stable condition. It was suspected that the dissection/perforation was caused after the insertion of the commander into the esheath+ during the first attempt as the operator noted the hematoma before the insertion of the second esheath+.